Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). It was noted that right after the surgery worked great (¿life changing results¿). The patient stated that they were able to go to broadway show and sat it through the entire show and went out for a drink afterwards which they could not do before the implant. The patient noticed an increase in frequency symptoms and no falls or trauma/events were reported associated with the event. The patient had tried to increase the stimulation but that it had any effect. The patient was set on program 3 at 2.4 and changed to program 4 at 2.2 but it was reported as painful stimulation and stim in the left buttocks. The patient then changed to program 1 with an amplitude of 2.0 and stated that it was uncomfortable and painful stimulation again in the left buttocks. The patient then changed to program 2 at 1.8 where it was noted that they felt the simulation in the left buttocks again. About three and a half weeks later, it was reported that the patient switched from program 3 at 2.2 volts to program 4 at 2.2 volts. The patient then increased to the point where she could feel it. The patient noted that the therapy was not working as well as it used to and she had been having some urgency issues. The patient had an x-ray the day prior to the report and would review them with her doctor the day after the report. It was reported, the patient had stimulation in the wrong location and had their leads revised the day prior to report, (B)(6) 2014. It was stated since the day prior to report they did not feel stimulation and they were in a lot of pain. It was noted, the patient¿s symptoms were not under control. The patient used their programmer and found their stimulation was off. The patient was then assisted with turning their stimulation back on and they were on program 1 at 2.7 volts. The patient stated they felt stimulation but it was painful. It was noted, the patient felt it in the butt cheek area ¿near the crack¿ and not in the vaginal area, not in the bicycle seat area. The patient changed it to program 2 at 1.7 volts and stated they felt it in the buttocks area. It was noted, the patient tried program 3 and 4 and they felt pain in the buttocks area. The patient changed back to program 1 and stated they would call their healthcare provider. It was noted, the patient¿s battery was not changed the day prior to report but they did have a lead revision. Reportedly, the patient stated their therapy stopped working because, they stopped feeling stimulation in the vaginal area. It was later reported, the patient¿s device was reimplanted in a different location about 10 days prior to report and it didn¿t seem to be controlling their symptoms. The patient stated they would increase the stimulation until they felt it then later they wouldn¿t feel it anymore so they would do it again. It was noted, the patient had a follow-up appointment scheduled for (B)(6) 2014. The patient stated if they couldn¿t get the implantable neurostimulator (ins) to work they were going to have it removed. It was stated, the patient¿s symptoms occurred since the revision. The patient was on program 2 at 2.6 volts and they tried program 3 at 1.9 volts and stated it was ¿very painful.¿ the patient decreased to 1.3 volts and it was still too strong, then they decreased to 1.0 volts and it was still not comfortable. The patient then decreased to 0.9 volts and reported it was fine.

Manufacturer narrative:
Product ID 3889-28, lot# va0ammq, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).